Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. The balloon is loosely folded. The distal shaft, balloon, balloon bonds and markerbands were examined. Microscopic examination of the device presented that a portion of the outer shaft was plastically deformed proximal of the proximal balloon weld which also has a 4mm longitudinal tear. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that crossing difficulties were encountered. The 70% stenosed target lesion was located in the severely tortuous and severely calcified mid-distal right coronary artery. A 3.25mm x 20mm nc emerge was advanced but failed to cross the lesion after several attempts due to calcification and angulation. The device was removed and the procedure was completed with different device. No patient complications were reported and the patient's status was fine. However, returned device analysis revealed shaft hole/perforated.